Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and they were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to verify the compromised force sensor system alarm or perform the occlusion and excessive no delivery tests due to the motor error alarm. The motor passed the motor test. The pump passed the currents test, self test, unexpected restart error test, and displacement test. The pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, a minor scratched display window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump was alarming compromised force sensor system alarm. The insulin was squirting out when the customer filled the infusion set. Customer was advised that a new pump will be purchased.